Event description:
It was reported that the left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements of 2031 ohms. (B)(6) technical services (ts) was contacted, and ts discussed programming options. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).